Manufacturer narrative:
H10 h3, h6: the reported 4.5mm footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: excessive force placed on the anchor during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during surgery, when impacting a second row of the footprint ultra pk suture anchor, it broke, the implant was removed from the patient. There was a backup device available. The procedure was completed with a delay of under 30 min. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.